Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4000 ml during drain 3 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn confirmed that the overfill occurred in drain 3 and the patient did drain out 4000 ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4000 ml during drain 3 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn confirmed that the overfill occurred in drain 3 and the patient did drain out 4000 ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4000 ml during drain 3 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn confirmed that the overfill occurred in drain 3 and the patient did drain out 4000 ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient discontinued treatment during drain3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4000 ml during drain 3 of the treatment. This drain volume is 200% the patient's prescribed fill volume of 2000 ml. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn confirmed that the overfill occurred in drain 3 and the patient did drain out 4000 ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10. This file will be retracted as it is a duplicate of mw 2937457-2022-00596. All information will be captured in mw 2937457-2022-00770. No further updates will be made on mw 2937457-2022-00770.